Event description:
It was reported that the patient presented in clinic for an implant procedure on (B)(6) 2025. During procedure, the initial lead exhibited high capture threshold and once fixated the helix started to retract. The initial lead was not used and an alternate lead was used to proceed with the procedure. While attempting to implant the alternate lead, the lead was noted to exhibit high capture threshold. The patient experienced cardiac arrest with syncope during the procedure. Cardiopulmonary resuscitation was performed immediately, and the patient was stabilized eventually. The procedure was abandoned with no device implanted. Patient condition remained stable.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Visual examination, x-ray examination, and electrical testing was normal with no anomalies found.